Manufacturer narrative:
Faulty heating block subassembly replaced with a new one. Pm completed and passed. The frosty has been used successfully by the hospital after the repair.

Event description:
User reported that they were unable to heat the device adequately, experiencing difficulty surpassing 32 degrees celsius. We consider inability to heat to be reportable, despite no harm to the patient involved.

Manufacturer narrative:
Investigation ongoing, to be provided within a follow up report.

Event description:
User reported that they were unable to heat the device adequately, experiencing difficulty surpassing 32 degrees celsius. We consider inability to heat to be reportable, despite no harm to the patient involved.